Event description:
It was reported that this patient with renal failure (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) utilizing a fx coral fx60 hf dialyzer, experienced an allergic reaction during hd therapy on (B)(6) 2025. It was indicated that the patient attended his regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs: blood pressure = 159/76, heart rate = 64, respirations =17, temperature = 97.6, and the treatment was started at 0733. The patient reportedly completed an uneventful treatment at 1103, however after the treatment concluded the patient became hypotensive (value not provided), complained of itching (pruritus), and urticaria was noted on his upper extremities, back, and chest. The patient was treated with normal saline (volume not provided), oxygen (volume not provided), oral benadryl 50 mg, and emergency medical services (ems) were contacted. The patient was discharged from the incenter dialysis clinic ¿awake and alert,¿ and was transported by ems to hospital. Although the hospitalization data was not provided, it was reported the patient returned to incenter dialysis clinic on (B)(6) 2025 for his regularly scheduled treatment utilizing a nipro cellentia 17h dialyzer as prescribed. The patient completed treatment without any reported issues, and the fx coral fx60 hf dialyzer was added to the patient¿s list of allergies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between hd therapy utilizing the fx coral fx60 hf dialyzer, and the serious adverse events of an allergic reaction, characterized by hypotension, pruritus, and urticaria, which required the administration of an oral antihistamine, oxygen, normal saline, and the transportation of the patient to the hospital via ems. These symptoms occurred immediately following hd therapy and were remediated prior to the next treatment with the use of an alternative dialyzer (nipro cellentia 17h dialyzer). During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the fx coral fx60 hf dialyzer cannot be disassociated from the serious adverse events. While there was no malfunction or visible manufacturing defects reported, the patient did experience these symptoms during treatment, of which some are considered traditional signs/symptoms of an allergic reaction. Furthermore, given the patient¿s favorable response to the alternate dialyzer, the fx coral fx60 hf dialyzer cannot be excluded from having a causal and/or contributory role in the serious adverse events.

Event description:
It was reported that this patient with renal failure (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) utilizing a fx coral fx60 hf dialyzer, experienced an allergic reaction during hd therapy on (B)(6) 2025. It was indicated that the patient attended his regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs: blood pressure = 159/76, heart rate = 64, respirations =17, temperature = 97.6, and the treatment was started at 0733. The patient reportedly completed an uneventful treatment at 1103, however after the treatment concluded the patient became hypotensive (value not provided), complained of itching (pruritus), and urticaria was noted on his upper extremities, back, and chest. The patient was treated with normal saline (volume not provided), oxygen (volume not provided), oral benadryl 50 mg, and emergency medical services (ems) were contacted. The patient was discharged from the incenter dialysis clinic ¿awake and alert,¿ and was transported by ems to hospital. Although the hospitalization data was not provided, it was reported the patient returned to incenter dialysis clinic on (B)(6) 2025 for his regularly scheduled treatment utilizing a nipro cellentia 17h dialyzer as prescribed. The patient completed treatment without any reported issues, and the fx coral fx60 hf dialyzer was added to the patient¿s list of allergies.

Manufacturer narrative:
Plant investigation: the sample is not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore the retention sample analysis is not done. The cause for the failure reported cannot be confirmed based on the current available information. It is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Especially the rinsing and sterilization parameters have been checked and no deviations from the specification were found.